Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 233 mg/dl. Customer stated that she is hospitalized due to heart surgery and is getting high blood glucose due to the battery out limit alarm. The blood glucose reading in the early morning was 600 mg/dl. Hospital is treating the customer with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.